Event description:
On 2023-oct-31, information was received from a manufacturer representative (rep), regarding a patient receiving an unknown drug via an implantable pump. It was reported the rep was called to a case on the date of this call for a catheter revision. The healthcare professional (hcp) was doing a spinal surgery and nicked the catheter. The spinal segment was replaced and since the patient was supine, they could not interrogate the pump until after the revision. Upon interrogation, the pump reservoir was found to be empty. The rep asked about programming the pump from here since it wouldn¿t allow an update to the catheter screen without a reservoir volume update and the pump was not being filled. While discussing the issue, the rep had to disconnect due to another call. No further details could be obtained. On 2023-nov-14, additional information was received from the manufacturer representative (rep). It was reported the reason the patient was having the spinal surgery was for a fusion. The reason for the pump being empty was due to the patient missing a refill appointment with their managing physician. The programming has been successfully updated with the catheter information. The issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2021, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 20-dec-2021, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.